Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the muscle suture got opened (subcutis) after castration surgery in several cats. They had not had problems until these cases arised. Also, it is reported that different veterinarians have performed the surgeries and it has also been excluded that the sutures had been absorbed by the animal's behaviour. Further information has been requested. The MFR report numbers of the medwach forms related are: 3003639970-2022-00112, 3003639970-2022-00114, 3003639970-2022-00115.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
The MFR report numbers of the medwach forms related are: 3003639970-2022-00112; 3003639970-2022-00113 (this report); 3003639970-2022-00114; 3003639970-2022-00115; also, 3003639970-2022-00199. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(6) units of this code-batch. There are (B)(4) units in our stock blocked. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 4.99 kgf (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test result conducted on the sample received also fulfils b. Braun surgical requirements. In the degradation test, thread is introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 3.42 kgf. B. Braun surgical requirement is 0.60 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: as stated in the side effects of the instructions for use of the product, may not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.